Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at backside, exposed to fluid and insulin pump did not bumped or dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.